Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 12/02/2023. The patient was discharged home 2 days later. The patient in stable condition at the time of report. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On 11/13/2023, the patient stated that their cgm reading on their tandem insulin pump was 134 mg/dl. No bg meter comparison was done at this time. The patient felt low and started to drink some sprite but ended up falling and passing out. The patient landed on pavement which caused some scratches on his face and bruises on the side of his body. The patient¿s wife drove the patient to the emergency room (ER). The patient reports no medication was provided to the patient but that his cuts were cleaned. The patient was then transferred to another hospital where he received a CT (computed tomography) scan due to his fall. The result of the CT scan was that the patient fractured his left eye socket and had neck, facial, and head injuries. He also had a left sided rib fracture, brain bleeding, and brain swelling. The patient was told his recovery may take up to 8 weeks. It is unclear when the patient was discharged from the hospital. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.